Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been 11 another complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that during an intraocular lens (iol) implant procedure, white foreign material like fiber was found in the back of iol facing the posterior capsule when checked following the insertion of iol by cartridge. This issue has been occurred in four surgeries. The foreign material was not left in the eye as aspirated and removed by irrigation and aspiration upon completion of insertion, leaving the iol intact. Patient harm was yet to be reported as of now. Additional information was requested and provided that there was no problem to the patient and postoperative course was good.

Manufacturer narrative:
The used cartridges were not returned for evaluation. The lens model and viscoelastic indicated are not qualified for use with the cartridge. A qualified handpiece was indicated. The product investigation could not identify a root cause for the reported complaint. No determination can be made without physical evaluation of the complaint sample. Per the instructions for use (IFU): the company device iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company device cartridges are qualified for use with compatible company device handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).